Manufacturer narrative:
Additional information was received that the patient underwent an explant since the patient was not getting any stimulation and pain relief.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead (70cm). Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext (35cm). Model #: sc-4316, lot #: 15863342, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.